Event description:
Spontaneous call from the infusion rn due to error code 46 that was reading on the moog curlin pump. The serial number and expiration date were checked with the pump sheet on file serial number (B)(4), expiration date 08/23/2017, tried to troubleshoot the error code with changing the batteries making sure the pump mechanism was clean and all contact points were intact. The nurse was not able to get the pump to work, and the pt received the fabrazyme infusion 55mg via dial a flow tubing. No side effects were reported from the pump malfunction. Unknown if pump is available for return or if we are replacing it. No other information is known or was reported. Indication: disorder of glycoprotein metabolism. Reported to (B)(6) by health professional.